Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed and no issues were observed. Data was successfully extracted and the sensor was found to be in state 1 (initial factory state). Visual inspection was performed on the sensor plug and no issues were observed. The sensor communicated with a known good reader and all testing results were within specification. No product deficiency was identified.

Event description:
Customer¿s wife reported customer¿s adc freestyle libre sensor produced a ¿replace sensor¿ message. Caller further reported that on (B)(6) 2018 customer became hypoglycemic but could not receive a reading. Customer was treated with glucose, water and honey. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The event occurred in (B)(6). The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife reported customer¿s adc freestyle libre sensor produced a ¿replace sensor¿ message. Caller further reported that on (B)(6) 2018 customer became hypoglycemic but could not receive a reading. Customer was treated with glucose, water and honey. No additional treatment was required. There was no report of death or permanent injury associated with this event.